Event description:
It was reported that generator did not recognize the handpiece.

Manufacturer narrative:
Date sent: 05/16/2008. Evaluation summary: the handpiece was returned with a loose mount. It was tested on generator and gave an error code 3. Additionally, the instrument does not longer meets specification for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.